Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete.

Event description:
The doctor experienced friction when introducing the end of the extension into channel 1 of the neurostimulator (ins). It was impossible to insert the end of the extension to the end of channel 1. There was no problem with channel 2. A new ins was used. No friction was mentioned while introducing the end of the extension to channel 1 and 2. Pt outcome was noted to be no problem.